Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product device was received for evaluation. Visual and functional testing were performed. Device was received in with no visual damages. The reported issue was confirmed. The root cause of the reported issue was found to be the battery holder is slightly damaged and corroded where the battery cap twists on. The damaged battery compartment and out of specification manometer was replaced, installed service kit, performed preventive maintenance and recalibrated. Service label was affixed. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device won't turn on. No patient injury was reported.